Manufacturer narrative:
This report is being filed on an international product list 4j27, that has a similar us product distributed in the us, list 2p36. An evaluation is in process. A follow up report will be submitted when the evaluation is completed. Evaluation is in process.

Event description:
The account generated discrepant architect hiv ag/ab combo results. ID (B)(4) generated architect hiv ag/ab combo (B)(6) result that repeated (B)(6). A new sample from the patient generated architect hiv ag/ab combo (B)(6) but the patient sample generated cmia technique (B)(6). The account believes the architect hiv ag/ab combo (B)(6) result to be correct but additional testing is pending. Patient age, ethnicity and race were not provided.

Manufacturer narrative:
Catalog of 04j27-28 on initial report has been updated to 04j27-27 on this report. Ticket searches determined that there is normal complaint activity for the likely cause lot and the tracking and trending report review determined that there are no related adverse or non-statistical trends. The field data was used to evaluate the number of standard deviations to the cut-off for the negative population tested with the architect hiv ag/ab combo assay. The number of standard deviations to the cut-off for the negative population tested with lot 83227li00 is within the established limits. Also the median of the population by lot was reviewed showing a median within established limits. The reactive rate of lot 83227li00 in the field was reviewed and the reagent performance regarding specificity is acceptable. Review of the product labeling concluded that the issue is sufficiently addressed. A review for non-conformances, potential non-conformances and deviations associated with lot 83227li00 resulted in no occurrences. No product deficiency was identified.